Manufacturer narrative:
Initial and final MDR 2580706- device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive failure on (B)(6) 2026 as two infusion sets did not have sufficient adhesive. No further information available.